Event description:
It was reported that the recovery filter was placed in the pt two days after laparoscopic gastric bypass surgery due to a previous history of dvt and the need to discontinue coumadin due to severe gi bleeding. Five days post filter implant, the pt returned to the e.r. With sudden chest, right arm and abdominal pain. A CT scan revealed pe and the tip of the filter resting in the tricuspid valve. The filter was removed percutaneously via 16f sheath and a snare. A new filter was placed and the pt is doing very well.